Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated ¿restart ilet¿ alerts for several hours that recurred after restart, following a prior insulin leak inside the pump and insulin odor, and the device was unable to reliably power and function; the device component implicated was the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed a new or unknown interferent consistent with fluid intrusion affecting device operation, with a medical device problem of failure to power up associated with the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.